Manufacturer narrative:
Approximate age of device: one year, 4 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced low speed, low flow, and pump stoppage alarms over the past several days. The customer reported that the patient had gained a significant amount of weight recently and a few areas on the percutaneous lead (driveline) had rescue tape. The patient was reported to be asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed speed drop and pump stoppage events. X-ray images of the internal portion of the driveline appeared to be unremarkable. The external images appeared to have two areas which were suspect. On (B)(6) 2018 the technical service team performed an external distal end driveline replacement with no issues. The patient was placed on a grounded patient cable after the replacement and the alarms did not return. The patient was monitored overnight and planned to be discharged the following day if no additional alarms occurred. No additional information was provided.

Manufacturer narrative:
The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The report of low speed and pump stoppage events were confirmed through the evaluation of the submitted log file; however, a potential cause for these events could not be conclusively determined based on the evaluation of the returned portion of the driveline. Low speed and pump stoppage events were captured on (B)(6) 2018 and (B)(6) 2018, corresponding to alarms for low speed and low flow hazard. These events occurred while the patient was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. The replaced portion of the driveline was returned measuring approximately 19 inches. Examination of the driveline revealed rescue tape on the outer silicone jacket adjacent to the distal end bend relief and approximately 3 inches from the system controller connector. Removal of the tape confirmed tears approximately 0.5 and 3.5 inches from the system controller connector. An additional tear was also identified approximately 2.5 inches from the system controller connector. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal braided shield showed some breakdown adjacent to the controller connector and approximately 2.5 inches from the system controller connector. No insulation breaches were identified to the underlying wires. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.